Manufacturer narrative:
Date of birth: (B)(6); exact date of birth is unknown. Additional suspect medical device component involved in the event: model: nm-3138-55, serial/lot: (B)(4), description: 55cm 8 contact extension. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) clinical study, developed a mild infection in the left parietal lobe. The patient was admitted and underwent a wound revision, as well as a tissue and smear removal. The patient was discharged and the event is resolving. The event was assessed as possibly related to the procedure and hardware and not related to device stimulation.

Manufacturer narrative:
Additional information was received that the patient experienced a recurrent scab formation, not an infection, on the intercut left parietal lobe for about 3 months. Sometimes the patient's scab also had a discharge of somewhat bloody fluid. The scab was removed and the area was cleaned and disinfected with octenisept. The patient was instructed to continue with daily disinfection with octenisept and the removal of any new scabs. A week later, the patient was seen in an outpatient setting and it was noted that the skin defect had decreased significantly in size. The site was dry and without a scab. The patient was instructed to continue with daily disinfection and return in two weeks. However, the following week, the patient was admitted with worsening of symptoms including dehiscence, red granulation tissue, and some white/yellow secretion. The cultures were taken and detected no evidence of infection. The patient was started on antibiotic therapy. The patient's wound was healing and showed no signs of irritation postoperatively.

Event description:
A report was received that the patient, who is enrolled in the (B)(6) clinical study, developed a mild infection in the left parietal lobe. The patient was admitted and underwent a wound revision, as well as a tissue and smear removal. The patient was discharged and the event is resolving. The event was assessed as possibly related to the procedure and hardware and not related to device stimulation.